Manufacturer narrative:
Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided. The service provider (sp) inspected the device and confirmed the issue. The sp replaced the front bezel to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Report date: 17sep2021.

Event description:
It was reported that the ventilator¿s navigation ring was not working. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.